Event description:
The customer reported that there are broken pins within the therapy connector on their device. Broken pins would not allow the connection of another therapy cable assembly and could prohibit defibrillation therapy from the device. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy connector assembly. Once the connector was replaced, proper device operation was observed through functional and performance testing and the device has been returned to service for use. The device was not returned to physio-control for evaluation.